Event description:
It was reported that the patient presented with a sudden onset of chest pain and shortness of breath to the ER. An echo and chest x-ray were performed. A pericardial effusion and pleural effusion were found. A CT scan also showed a possible microperforation. On (B) (6) 2010, a pericardial window was completed and the fluid was drained. The patient is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.